Event description:
It was reported that the user experienced recurrent hypoglycemia associated with irregular eating patterns and, per provider recommendation, contacted support and completed an ilet factory reset while using a cd infusion site and a dexcom g7 continuous glucose monitor (cgm). Customer care provided support that included guided device troubleshooting and a factory reset to reinitialize adaptive insulin delivery. Investigation of this case revealed no device malfunction and no alarm activity, and the device behavior was consistent with adaptive insulin dosing requiring re-learning after reset. No clinical symptoms associated with hypoglycemia reported. Outcomes included product troubleshooting and education with no device alerts or alarms and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.